Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused death. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 07, 2025, and section h11 should be reported as: the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused death. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful but tracking ID has been recorded. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.